Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) review of logs error 124 and 58 were listed. Upon further investigation fse found condensation in pim, which also caused an auto fill error upon troubleshooting. Fse replaced pim module assembly. Unit passed all functional and safety test per factory specifications. Returned to customer and cleared for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) has an iabp failure. There was no patient involvement.